Manufacturer narrative:
The device history record review (DHR) of the product auto endo5 ml, lot # 01j1300284 was manufactured on 09/20/2013, a total of (B)(4) pieces. Lot was released on (B)(4) 2013. DHR investigation did not show issues related to complaint. The complaint cannot be confirmed due to lack of a product sample to perform a proper investigation and determine the root cause. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that "the applier got blocked and the clip did not go down". No pt injury reported.